Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * please confirm if the suture and the needle were broken (each one) or if the suture broke from the needle. * were there any patient consequences? * were there any unexpected outcomes or complications as a result of the prolonged surgery time? * was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain * please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. --contacted with the sales rep today via phone, please refer to the event description, other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) /2023 and suture was used. During the procedure, when the doctor was using suture for the patient, the doctor found that the needle and suture were broken. The doctor immediately took them off the table and kept them, and removed a new one, delaying the process by about 5 minutes. No adverse patient consequences were reported. Additional information was requested.